Event description:
The shaft of the sds cracked during use. Indication for the procedure was in-stent restenosis of an unk device. The target lesion is unk. The portio of the sds that cracked was outside the pt. The device was removed without deploying the stent. There was no pt injury.